Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue could not be confirmed through the downstream occlusion test or nda test. Further investigation identified a contaminated upstream occlusion (uso) seal and scratched uso sensor, the latch/lock mechanism was excessively tight, a damaged chassis gasket and delaminated downstream occlusion (dso) seal. The dso seal, uso seal, latch lock and chassis were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a constant cassette error. It is unknown if there was patient involvement.